Event description:
The reporter stated the haptic of a 12.0 mm implantable collamer lens was broken. The lens was not implanted and there was no indication of any patient injury. Another same size and diameter icl was implanted.